Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the filter got hung up when advancing through the sheath. They removed it and opened another filter and it deployed fine. Celect-pt filter was returned for product evaluation. Per product evaluation, the cause for the reported failure cannot be determined, based on the product evaluation. There is no nonconformance observed at the hook or primary legs. It was assessed that because any discovered non-conformances were properly dispositioned before final inspection, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use do not exert excessive force to advance the filter through the introducer system. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a possible cause is that excessive force during advancing the filter through the introducer system could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Occupation: non-healthcare professional. PMA/510k: k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the filter got hung up when advancing through the sheath. They removed it and opened another filter and it deployed fine. Patient outcome: the patient did not experience any adverse effects due to this occurrence.